Event description:
It was reported that during preventive maintenance, residues of a liquid was noted on pc boards inside the ventilator. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During preventive maintenance by our field service engineer, residues of a liquid was noted on several pc boards inside the ventilator. Due to the age of the ventilator and the high cost of the repair, the healthcare facility decided to not repair it so it was scrapped. There is no information how the liquid entered the ventilator but it occurred most likely during cleaning. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to various alarms and failures. The ventilator was manufactured in year 2006 to the applicable standards at the time for liquid spill ingress protection.